Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was reported that the customer experienced an elevated blood glucose (bg) level of "high; although specific value was not provided. A manual insulin injection was delivered to address bg.